Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution. A follow up report will be sent once the customer discloses their investigation.

Event description:
Information received indicates the bed functions are not working.